Manufacturer narrative:
The ge representative performed an on site investigation. The hard drive was replaced and the software was reloaded. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed an error code message on the right monitor screen and the system failed to boot up properly. No report of pt injury.